Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement.

Event description:
On (B)(6), 2008, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder endoprosthesis. The patient tolerated the procedure with no visible endoleak. On (B)(6), 2011, an angiogram was performed on the patient which determined a proximal type I endoleak and aneurysm enlargement. Distal migration of the device was suspected to be a contributing factor. On (B)(6), 2011, the patient underwent a re-intervention and a gore aortic extender was placed proximally. Final angiography showed the endoleak resolved. No migration of the device was confirmed.